Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the signal of the mapping catheter was poor. After trying to install multi-conductors, replacing power strips, grounding and other measures, the situation was still the same. Finally, the mapping catheter was replaced which resolved the issue. The case was completed with cryo. Incoming information indicated the mapping catheter shaft was kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.